Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a persistent blue circle with a lock icon and the mobile app showed a possible update failure despite firmware being current, resulting in the device being unavailable for therapy and necessitating replacement. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of ilet therapy while the user continued cgm use with a phone or receiver. Investigation included review of device status with the user, confirmation of current firmware, force-close of the app, and education on data sync, shutdown, and re-start procedures. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.